Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump was louder and slower rewind, makes loud grinding noise when rewinding, buttons had been worn down and cannot see and receives unexplained no delivery alarm. No harm requiring medical intervention was reported. Troubleshooting was not performed; however, it was unknown whether the customer will continue use of the device or not. The device will not be returned for analysis.

Manufacturer narrative:
The customer alleged keypad unresponsive/button error alarm, rewind anomaly, drive/motor anomaly , and no delivery alarm on the event date of 27-sep-2022. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test, and selftest. Successfully downloaded history files and traces using thus. Pump error 61 was noted on 09/27/2022 at 19:08:16.000. Pump passed the keypad voltage test. No unexpected no delivery alarms were noted during testing. The motor was tested outside of the device and no alarms were noted during testing. Tested with a test p-cap locked in place properly. The unit was cut open with no anomalies noted on electronics. The pump was received with label damage (serial number), keypad overlay peeling, overlay scratched, pillowing keypad overlay, keypad unresponsive/button error alarm, rewind anomaly, drive/motor anomaly, and no delivery alarm not confirmed. The unit passed the required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: it is informed that the insulin pump was returned for analysis.